Event description:
During insertion to the femoral artery, the ultimum hemostasis introducer became kinked. Due to the kink, the wire was lost in the artery. Before a new attempt, the artery had to be compressed and there was a 15 minute delay. After compression, a new puncture was made. In order to avoid another kink, 3 other introducers were used to dilate the artery.

Manufacturer narrative:
Product evaluation: the reported event of the introducer kink and "the wire was lost in the artery" could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. The ultimum hemostasis introducer sheath instruction for use (IFU) states that the user should advance the dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel. The ultimum hemostasis introducer sheath instruction for use (IFU) cautions that individual patient anatomy and physician technique may require procedural variations.